Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd precisionglide¿ needles were blocked. The following information was provided by the initial reporter: "many needles are blocked".

Event description:
It was reported that 2 bd precisionglide¿ needles were blocked. The following information was provided by the initial reporter: "many needles are blocked."

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval? Yes. Returned to manufacturer on: (B)(6) 2023. Investigation summary : it was reported many needles are blocked. To aid in the investigation, five samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. All the samples expelled the solution with a normal flow. A device history record review was completed for provided material number 305109, lot number 2087127. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered.